Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B4) date listed is the date the manufacturer became aware. B6) relevant tests/laboratory data - not available from facility. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from poland, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, acute reclosure is listed as a potential adverse event with use of elca devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 02spe2025) titled "excimer laser coronary atherectomy (elca) for treatment of recurrent in-stent restenosis complicated with no-reflow¿. The article retrospectively reviewed a case of a patient who underwent excimer laser atherectomy (ela) and performed under intravascular ultrasonography (ivus) guidance. The ela procedures were performed using a spectranetics elca laser atherectomy catheter device. The catheter could not cross the lesion, resulting in no re-flow in the left anterior descending (lad) artery, leading to cardiac arrest. The patient was immediately intubated and resuscitated; pressors were also administered, and aspiration thrombectomy was performed. The patient survived the procedure. The date of procedure was not listed for this event; therefore, 02sep2025 has been used, the date of publication. Article citation: jakubowski w et al. Excimer laser coronary atherectomy for treatment of recurrent in-stent restenosis complicated with no-reflow. Case report. Adv interv cardiol 2025; 21, 3 (81): 451¿452. Doi: https://doi.org/10.5114/aic.2025.153928. This report captures the thrombosis resulting in no re-flow in the lad, leading to cardiac arrest during use of the elca device. There was no alleged malfunction of the elca device in use during the procedure.